Event description:
It was reported to boston scientific via an article published in the world journal of urology, that a retrospective study was conducted to compare the surgical outcomes of mini-percutaneous nephrolithotomy (mini-pcnl) to clear renal stones, using a vacuum-assisted renal access sheath (va-ras) versus an usual miniaturized renal access sheath (ras). Between august 2021 and july 2024, 111 patients underwent mini-pcnl at one institution in the united states. 57 patients had the va-ras, and 54 patients had the miniaturized ras. Once access was achieved using either sheath, all patients underwent the nephrolithotripsy procedure using a lumenis pulse p120h console. Following procedure, 102 patients had a postoperative stent, 14 patients had a postoperative nephrostomy, 2 patients from the ras group had a ureteral injury.

Manufacturer narrative:
Vergamini, b. L., whiles, b. B., mcmahon, a., creswell, m., starkey, j., smith, j., sardiu, m. E., neff, d. A., duchene, d. A., molina, w. R. (2025). Vacuum-assisted renal sheath clears 1 cm3 of stone faster than non-suction sheath in mini-percutaneous nephrolithotomy. World journal of urology, 43 (284). Https://doi.org/10.1007/s00345-025-05629-x. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.